Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the ECG board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "short detected" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.